Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) 32g x 4mm bd pen needle without a tear drop label attached (used). Consumer reported rear cannula end is broken + gets stuck. The returned sample was examined and the following was observed: the patient end cannula was bent; the non-patient end cannula was broken; no manufacturing defects. Since the sample was returned after use, and no manufacturing defects were observed, the likely cause of the bent pe cannula and broken npe cannula is human error during use. The npe cannula was likely bent, then subsequently broken during attachment to the pen injector, which could then lead to the broken npe cannula getting stuck in the septum of the pen cartridge (as reported). Unable to perform DHR review due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the non-patient end needle of the unspecified bd¿ pen needle broke and became stuck. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck".